Event description:
Patient reports pump not working. The wind up mechanism clicks but no movement. Patient was able to infuse dose with manual push. Patient was able to push dose instead of using pump. Patient has been using freedom pump for years with no issues until recently. No other info known. Indication: chronic inflammatory demyelinating polyneuritis. Did the reported product fault occur while in use with the pt? Yes; is the actual device available for investigation? No; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; reported to (B)(6) by pt/caregiver.